Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead with insulation wrinkling that led to a breach at multiple locations 6.5 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.